Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports bottom teeth pain, bottom middle teeth are loose and wondering if the teeth will firm back up if the patient stops moving them. Patient wants more aligners since the top teeth still have a gap. The byte cst (clinical support team) advised the patient on (B)(6) 2024 of rest period for mobility concerns.